Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. She was unable to complete the rewind sequence. Customer's blood glucose level was 131 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.